Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via a voicemail that the customer experienced an issue with the quick bolus feature on the pump. Multiple attempts were made by tandem technical support to obtain additional information regarding the issue; however, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.